Event description:
It was reported that a homecare pt intubated with a size 4 lpc, low pressure cuffed tracheostomy tube experienced respiratory distress, minor tracheal bleeding and required medical intervention. The event info rec'd indicated that the device would not maintain proper inflation and attempts to completely deflate the cuff and remove the device were unsuccessful. Pt was taken to the ER where the device was removed and a second device placed with no further incident. The 4lpc device had been in use approx three (3) months when the reported event occurred. There was one (1) pt involved who returned to baseline condition. The 4lpc device was discarded and as such will not be returned to the MFR for ID, analysis, and investigation.